Event description:
Allegedly, the patient was revised because the surgeon found extreme osteolysis around the lesser trochanter of femur by x-ray.

Manufacturer narrative:
This is the same event as 3010536692-2015-00515. Report will be updated when investigation is complete. Trends will be evaluated.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.